Event description:
It was reported the pt experienced a loss of therapeutic effect from their deep brain stimulator. The symptoms were noticed about ten days prior. There was no known incident related to the onset of the symptoms. The physician has had to increase the pt's medications. The pt was seen in the clinic. Movement did not cause changes in the stimulation but palpating the device did cause changes in the stimulation. Palpation of the device pocket and lead extension area caused a sensation down the arm and leg. Add'l info has been requested but was not available on the date of this report.